Event description:
The customer stated one patient sample generated a falsely elevated result of 159 u/ml for the architect ca19-9xr reagent. The customer was using lot 08851m500. The patient had a of result 594 u/ml back on (B)(6) 2011. The result went down to 128 u/ml on (B)(6) 2012 and back up to 159u/ml on (B)(6) 2012 using the defected lot . No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.